Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the issue was resolved from the customer's end. No resolution was provided by both the technical support specialist and the customer about the resolved issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system could not override medication for temporary patients. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.